Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed for gas loss which led to the balloon not inflating. Alarm would intermittently self resolve or would require iabp to be put into standby mode to get the balloon to inflate properly.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There was patient involvement however no adverse event reported. The iabp alarmed for gas loss which led to the balloon not inflating. The alarm would intermittently self resolve or would require iabp to be put into standby mode to get the balloon to inflate properly. At this time, no customer info has been provided. Therefore, good faith efforts (gfes) cannot be performed. Reapir information not available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.